Event description:
Healthcare professional reported "deflation". This record is for the left side. The device has been explanted.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events deflation was received on july 18, 2024, with lot number 2562861. Based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed 1 opening assessed as fold flow opening. Observed 1 opening assessed as surgical damage. ¿ as per the investigation procedure, creases and particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.4., b.5., d.6b., h.6.

Event description:
Healthcare professional reported "deflation". This record is for the left side. The device has been explanted.